Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button no longer activates the quick bolus feature when pressed. Reportedly, the button still turns the pump on and off. In addition, it was reported that the customer had elevated blood glucose levels (254 mg/dl). Reportedly, elevated blood glucose level was due to the customer forgetting to bolus for a meal, and was not due to the pump of supplies. Customer delivered a bolus to stabilize blood glucose levels.

Manufacturer narrative:
High blood glucose issue- no failure identified.